Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: xtr, gaia first, gaia second. Guide catheter: axess 7f al1.0 st. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during the procedure to treat a moderately calcified, concentric, restenosed chronic total occlusion in the mildly tortuous mid right coronary artery (rca), an attempt was made to cross the lesion with an intra-vascular ultrasound (ivus) device, but the ivus was unable to cross the lesion. A 1.2x6 tenku rx balloon dilatation catheter (bdc) was then advanced without difficulty and inflated to pre-dilate the lesion, however, the balloon ruptured at 6 atmospheres after 10 seconds. The tenku bdc was withdrawn from the anatomy without difficulty. Pre-dilatation was completed using a 1.0x10 non-abbott bdc and 2.0x15 tenku balloon catheters. The procedure was successfully completed via deployment of a 3.5x38 non-abbott stent. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.